Event description:
Event description guidant received information that the rate sense coil of this transvenous defibrillation lead was exposed and was causing inappropriate oversensing. The lead was explanted, and the existing atrial lead was utilized and the ventricle lead was capped. Another transvenous defibrillation lead was implanted to replace the capped ventricular lead. However, during the attempted implant procedure, the coil separated and the lead was explanted. The implantable cardioverter defibrillator was electively removed at this same procedure. The patient received a new guidant system with no further complications.